Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. Doi: (B)(6) 2008 - dor: none reported (right hip) update: (B)(6) 2012- patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. This complaint is closed at this time. Update: (B)(6) 2013-medical records received. Medical records indicated that metal synovitis was noted interoperative. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.